Event description:
Boston scientific received info that the pt experienced syncope for an unk reason. The pt was hospitalized as she hit her head due to the syncopal event. A device interrogation was performed and noise was seen on the right atrial lead. It was noted that oversensing of the noise led to inappropriate atrial tachy response (atr) episode storage. The noise was only able to be reproduced with the atrial sensitivity at 0.15mv. Further eval of the ra lead showed low p-wave amplitude of 0.5 to 0.7mv and an increase in impedance measurements from 500 ohms to between 1000 and 1409 ohms. It was noted that the atrial threshold was within normal limits, but no specific measurement was provided. The field rep also stated that there was appropriate sensing and tracking of the pt's p-waves. There were not ventricular tachycardia events stored in the device. The device was left programmed dddr, however, the minute ventilation sensor was programmed off and the av delay was reprogrammed for better av synchrony. No add'l adverse pt effects were reported. As no further info concerning this report is expected, our investigation is complete. This investigation will be updated should further info be provided.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents accompanying this particular device. The mfg process for this device was re-investigated. All production steps had been performed accordingly. There was no signs of any inconsistency during the mfg process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.